Manufacturer narrative:
(B)(4) neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that allegedly during a prophecy infinity case, the blocks for case (B)(4) were used intra-operatively instead of the blocks for case (B)(4). The surgeon had multiple active reports on the schedule and per the normal procedure, the blocks for both cases were sent ahead of the surgery date after the reports were approved. The wrong blocks were used on the tibia and talus intra-op which required approximately 45 minutes of extra bone preparation intro-op in order to have the surface matching features fit. The surgery was completed satisfactorily for case (B)(4). The surgery date for case(B)(4) was delayed one week for block re-manufacture once the discrepancy was discovered.

Manufacturer narrative:
This incident is considered closed. If at any time new or updated information becomes available, the incident will be re-opened and investigated.